Event description:
It was reported that the ilet pump was dropped at school, after which the screen remained intact but the bezel began separating and the device became nonfunctional, indicating a device bonding failure associated with the display component; the user switched to backup therapy and uses a dexcom g7 cgm. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.